Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements for an unknown reason. A revision procedure would be scheduled at a different facility in a different state at an unknown date in the future.

Event description:
Additional information was received that a procedure occurred where the pacemaker was explanted for reported normal battery depletion and the right atrial (ra) lead remained in service with the new device. No additional adverse patient effects were reported.